Event description:
Based on additional information received on 26-oct-2017 from the physician, the case became medically confirmed. This spontaneous case from (B)(6) was received on 12- oct-2017 and 13-oct-2017 (processed with clock start date ticked as 12-oct-2017) from the patient. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc and after 26 days had infection at left knee; after unknown latency patient experienced burning sensation and able to walk but with difficulty. Concomitant conditions and medications: diabetes treated with novonorm 0.5 mg every day, and zyloric stopped after the onset of the adverse reactions. No medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection at a dose of 1 df weekly (batch/lot number: 6rsp015; expiry date: nov-2019) for knee arthrosis. On (B)(6) 2017, in the evening, the patient started to experience swelling and stiffening at left knee only, and fever at 38 celsius degree. Corrective treatment was application of ice packs. On (B)(6) 2017 the patient underwent the second infiltration of synvisc at right knee only, as the left knee was too swollen. On (B)(6) 2017 a magnetic resonance of left knee showed an effusion without special problems, and on (B)(6) 2017 the physician in charge decided to perform the scheduled infiltrations (the third and last for right knee, the second for left knee). On the same day, in the evening, the adverse reactions recurred always at left knee only. On (B)(6) 2017 a color echodoppler showed infection at left knee and swelling from knee to ankle, without signs of thrombosis - a blood tests showed d-dimer at 1300 (normal range less than 750) and reactive c-protein at 4.34 (normal range less than 0.50). Corrective treatment was augmentin for the infection. On (B)(6) 2017, the fever was resolved, while swelling and stiffening were improved but still ongoing. It was reported that the physician who administered synvisc confirmed the adverse reactions experienced by the patient but did not examine him again. Patient mentioned that the swelling was improving. Patient did not take the prescribed therapy with clexane because the onset of thrombosis was excluded by another physician. On an unknown date, after unknown latency the patient experienced a burning sensation and able to walk but with difficulty. According to the patient, he would not come back to the physician who administered synvisc. Action taken: stopped temporarily corrective treatment: augmentin and ice packs for infection at left knee; not reported for burning sensation and able to walk but with difficulty outcome: unknown for all seriousness criteria: important medical event for infection at left knee a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 6rsp015 expiration date nov-2019 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl049b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 19-oct-2017. Ptc results added. Text was amended accordingly. Additional information was received on 26-oct-2017 from the physician and case became medically confirmed. Additional non-serious events of burning sensation and able to walk but with difficulty were added with details. Information regarding event outcome of swelling was added. Corrective treatment for infection at left knee was updated. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 26-oct-2017: the follow up information does not change the previous case assessment. This case concerns a patient who received treatment with synvisc and later experienced joint infection in left knee. On the basis of significant temporal relationship and site of reaction causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of information regarding techniques used in administration of injection, past drugs, medical history and concomitant medications complete medical assessment of the case is difficult.

Event description:
Based on additional information received on 26-oct-2017 from the physician, the case became medically confirmed. This spontaneous case from (B)(6) was received on 12- oct-2017 and 13-oct-2017 (processed with clock start date as (B)(6) 2017) from the patient. This case concerns a (B)(6) years old male patient who initiated treatment with synvisc and after 26 days had infection at left knee; after unknown latency patient experienced burning sensation and able to walk but with difficulty, not able to extend his leg fully and could be suffering from osteoporosis. Concomitant medications: diabetes treated with repaglinide (novonorm) 0.5 mg every day, and allopurinol (zyloric) stopped after the onset of the adverse reactions. No medical history was reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection at a dose of 1 df weekly (batch/lot number: 6rsp015; expiry date: nov-2019) for knee arthrosis. On (B)(6) 2017, in the evening, the patient started to experience swelling and stiffening at left knee only, and fever at 38 celsius degree. Corrective treatment was application of ice packs. On (B)(6) 2017 the patient underwent the second infiltration of synvisc at right knee only, as the left knee was too swollen. On (B)(6) 2017 a magnetic resonance of left knee showed an effusion without special problems, and on (B)(6) 2017 the physician in charge decided to perform the scheduled infiltrations (the third and last for right knee, the second for left knee). On the same day, in the evening, the adverse reactions recurred always at left knee only. On (B)(6) 2017 a color echo doppler showed infection at left knee and swelling from knee to ankle, without signs of thrombosis - a blood tests showed d-dimer at 1300 (normal range less than 750) and reactive c-protein at 4.34 (normal range less than 0.50). Corrective treatment was amoxicillin/clavulanic acid (augmentin) for the infection. On (B)(6) 2017, the fever was resolved, while swelling and stiffening were improved but still ongoing. It was reported that the physician who administered synvisc confirmed the adverse reactions experienced by the patient but did not examine him again. Patient mentioned that the swelling was improving. Patient did not take the prescribed therapy with clexane because the onset of thrombosis was excluded by another physician. On an unknown date, after unknown latency the patient experienced a burning sensation and able to walk but with difficulty. According to the patient, he would not come back to the physician who administered synvisc. On an unknown date, the patient recovered from the infection but patient was still not able to extend his leg fully (latency: unknown). According to the physician, the patient could be suffering from osteoporosis (latency: unknown). Action taken: stopped temporarily (second and third injection performed in right knee only). Corrective treatment: amoxicillin/clavulanic acid (augmentin) and ice packs for infection at left knee; not reported for rest of the events. Outcome: recovered for infection at left knee; not recovered for not able to extend his leg fully; unknown for rest. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 6rsp015 expiration date nov-2019 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl049b no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for infection at left knee additional information was received on 19-oct-2017. Ptc results added. Text was amended accordingly. Additional information was received on 26-oct-2017 from the physician and case became medically confirmed. Additional non-serious events of burning sensation and able to walk but with difficulty were added with details. Information regarding event outcome of swelling was added. Corrective treatment for infection at left knee was updated. Clinical course was updated. Text was amended accordingly. Additional information was received on 13-nov-2017 from the patient. Additional events of could be suffering from osteoporosis and not able to extend his leg fully were added with details. Event outcome of infection at left knee was updated from unknown to recovered. Clinical course was updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 13-nov-2017: the follow up information does not change the previous case assessment. This case concerns a patient who received treatment with synvisc and later experienced joint infection in left knee. On the basis of significant temporal relationship and site of reaction causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of information regarding techniques used in administration of injection, past drugs, medical history and concomitant medications complete medical assessment of the case is difficult.

Event description:
This spontaneous case from (B)(6) was received on (B)(6) 2017 and (B)(6) 2017 (processed with clock start date ticked as (B)(6) 2017) from the patient. This case concerns a (B)(6) male patient (age: not reported) who initiated treatment with synvisc and after 26 days had infection at left knee concomitant conditions and medications: diabetes treated with novonorm 0.5 mg every day, and zyloric stopped after the onset of the adverse reactions. No medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection at a dose of 1 df weekly (batch/lot number: 6rsp015; expiry date: nov-2019) for knee arthrosis. On (B)(6) 2017, in the evening, the patient started to experience swelling and stiffening at left knee only, and fever at 38 celsius degree. Corrective treatment was application of ice packs. On (B)(6) 2017 the patient underwent the second infiltration of synvisc at right knee only, as the left knee was too swollen. On (B)(6) 2017 a magneting resonance of left knee showed an effusion without special problems, and on (B)(6) 2017 the physician in charge decided to perform the scheduled infiltrations (the third and last for right knee, the second for left knee). On the same day, in the evening, the adverse reactions recurred always at left knee only. On (B)(6) 2017 a color echodoppler showed infection at left knee and swelling from knee to ankle, without signs of thrombosis - a blood tests showed d-dimer at 1300 (normal range less than 750) and reactive c-protein at 4.34 (normal range less than 0.50). Corrective treatment was augmentin for the infection and clexane 8,000 iu/daily for swelling. On (B)(6) 2017, the fever was resolved, while swelling and stiffening were improved but still ongoing. Action taken: stopped temporarily corrective treatment: augmentin and clexane. Outcome: unknown. Seriousness criteria: important medical event. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 6rsp015 expiration date nov-2019 was reviewed. The investigation showed that the product met specifications. No associated nonconformances were noted. Based on the lot batch record review & lot frequency analysis for lot 6rsl049b no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 19-oct-2017. Ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 19-oct-2017: the follow up information does not change the previous case assessment. This case concerns a patient who received treatment with synvisc and later experienced joint infection in left knee. On the basis of significant temporal relationship and site of reaction causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of information regarding techniques used in administration of injection, past drugs, medical history and concomitant medications complete medical assessment of the case is difficult.

Event description:
This spontaneous case from (B)(6) was received on 12- oct-2017 and 13-oct-2017 (processed with clock start date ticked as 12-oct-2017) from the patient. This case concerns a (B)(6) male patient (age: not reported) who initiated treatment with synvisc and after 26 days had infection at left knee concomitant conditions and medications: diabetes treated with novonorm 0.5 mg every day, and zyloric stopped after the onset of the adverse reactions. No medical history, concomitant medications and concurrent conditions were reported. On (B)(6) 2017, patient received treatment with intra articular synvisc injection at a dose of 1 df weekly (batch/lot number: 6rsp015; expiry date: nov-2019) for knee arthrosis. On (B)(6) 2017, in the evening, the patient started to experience swelling and stiffening at left knee only, and fever at 38 celsius degree. Corrective treatment was application of ice packs. On (B)(6) 2017 the patient underwent the second infiltration of synvisc at right knee only, as the left knee was too swollen. On (B)(6) 2017 a magnetic resonance of left knee showed an effusion without special problems, and on (B)(6) 2017 the physician in charge decided to perform the scheduled infiltrations (the third and last for right knee, the second for left knee). On the same day, in the evening, the adverse reactions recurred always at left knee only. On (B)(6) 2017 a color echodoppler showed infection at left knee and swelling from knee to ankle, without signs of thrombosis - a blood tests showed d-dimer at 1300 (normal range less than 750) and reactive c-protein at 4.34 (normal range less than 0.50). Corrective treatment was augmentin for the infection and clexane 8,000 iu/daily for swelling. On (B)(6) 2017, the fever was resolved, while swelling and stiffening were improved but still ongoing. Action taken: stopped temporarily. Corrective treatment: augmentin and clexane. Seriousness criteria: important medical event. A pharmaceutical technical complaint (ptc) was initiated with (B)(4) and the result of the same was pending. Pharmacovigilance comment: sanofi company comment dated 16-oct-2017: this case concerns a patient who received treatment with synvisc and later experienced joint infection in left knee. On the basis of significant temporal relationship and site of reaction causal role of suspect product cannot be denied in occurrence of the event. However, due to lack of information regarding techniques used in administration of injection, past drugs, medical history and concomitant medications complete medical assessment of the case is difficult.